Manufacturer narrative:
As the lot number of the subject device was not provided, a device history record review could not be performed. On the basis of the evaluation of the image provided, the reported stent fracture could not be confirmed. No other stent deficiency or defect was identified due to the poor resolution of the image. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. An irregular stent placement may lead or contribute to a subsequent stent fracture. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release, an insufficient pre- and/or post-dilation as well as highly calcified vessels, the patient's condition or the vessel anatomy may result in an irregular stent placement. As reported, no irregularity of the stent structure was noted immediately post stent implantation. However, it was reported that no pre-dilation had been performed. On the basis of the information available and the evaluation of the image provided, a definite root cause for the reported event reported could not be identified. The IFU supplied with this device indicates that stent fracture is a potential adverse event that may occur. The IFU states: "cases of fracture have been reported in clinical use of the lifestent solo vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced > 10 % elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture." Furthermore, the IFU sufficiently describes the correct application of the device. In addition, the IFU indicates that pre-dilation of the lesion should be performed by using standard technique and post stent expansion with a pta catheter is recommended.

Event description:
It was reported that one year post implantation of two vascular stents in the proximal to middle sfa in both legs without pre-dilation, the patient complained about pain. During the performed angioplasty procedure, both vascular stents were found to be fractured. This complaint addresses one of the stents. Reportedly, no further treatment regarding this stent fracture was performed. There was no reported patient injury. This report concerns the same patient as reported in medwatch report # 9681442-2016-00229.

Manufacturer narrative:
Neither the product catalog number nor the lot number of the subject device was provided; therefore, a device history record review could not be performed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient, product, or procedural details.

Event description:
It was reported that one year post implantation of two vascular stents in the proximal to middle sfa in both legs without pre-dilation, the patient complained about pain. During the performed angioplasty procedure, both vascular stents were found to be fractured. This complaint addresses one of the stents. Reportedly, no further treatment regarding this stent fracture was performed. There was no reported patient injury. This report concerns the same patient as reported in medwatch report # 9681442-2016-00229.